Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The complaints databases search and/or review of device history records was not possible against the cup and screws as the necessary product/lot code combinations were not provided. Additional event information and investigational inputs were requested and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Clinical report states that patient was revised to address loosening of the cup and stem. The cup was competitor product; the stem was depuy product. Do update rec'd (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address pain. Records indicate upon revision the patient's stem had begun to subside. Also, noted was metal staining and poly wear. Follow-up was conducted to determine if the cup removed was in fact a depuy cup and it was reported on 11/26/2013 by the sales rep that the cup removed on (B)(6) 2013 for cup loosening was in fact depuy. The cup is being added to the complaint for loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.